Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms we are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to greater than 13.9 mmol/l while wearing the pod between 1 and 4 hours on the abdomen. It was reported that pod's cannula was found to be bent and insulin was leaking from the pod site. To treat the issue a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A leak test was conducted successfully; no leaks were observed.